Manufacturer narrative:
Device evaluation: visual inspection revealed the guide pullwire was bent at approximately 9 centimeters from the proximal end of the push catheter hub. Multiple bends were observed along the working length of the push catheter. The working length of the stent was also observed bent and collapsed on both ends. The guide catheter was found bent. Functional evaluation could not be performed on this device due to the damages observed on the components of device. It is possible that the stent encountered some kind of resistance inside the patience making it difficult to be deployed. Based on the analysis of this device and similar complaints, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure of a (B)(6) female patient (patient weight is unknown). During the procedure, it was difficult to load the stent onto the delivery system. It was also difficult advancing the delivery system through the scope. The procedure was completed with another rapid exchange biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be fine after the procedure. Note: this event has been deemed a reportable event based on the investigation results; stent bent.